Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's insulin pump alarmed for the motor arm cannot communicate with the main arm. Customer also reported that insulin pump alarmed for software error. Customer's blood glucose of 11mmol/l at time of incident. Insulin pump will not be return for analysis.